Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed evidence of a short battery life with a 4 count voltage drop leading to a call service 128 alarm with multiple persistent call service 128 alarms. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The pump alarmed with a call service 128 alarm upon confirming the verify screen. The current readings were unable to be performed. The reported short battery life complaint was duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The slave processor voltage reading was found below specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery compartment was cracked/damaged and that the user was unable to clear a "replace battery" alarm despite changing the battery multiple times. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.